Manufacturer narrative:
Company comment: the serious event of nodule at implant site, and the non-serious events of pain, swelling and inflammation at implant site, cutaneous contour deformity and anxiety were considered possibly related to the treatment. Seriousness criteria include the need for medical interventions to prevent permanent damage. Potential contributory factor includes injection technique. The anxiety is a secondary event to the other experienced events. The non-serious event of weight decreased was considered unexpected and unrelated to the treatment, an alternative etiology includes medical history of bulimia. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. Until this date, no complaints have been received for sculptra lot: 1j8321. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: sculptra-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on (B)(6) 2022 by a 57-year-old female patient concerning herself. Additional information was received on (B)(6) 2022 from nurse. The medical history of patient included skin cancer, bulimia, allergies to pcn, sulfa, titanium and steroids. The patient had a reaction once to steroids and developed hives. Concomitant medications included valium [diazepam] and fluorouracil [fluorouracil] for skin cancer. The patient had previously received treatment with sculptra since 2017 and botox multiple times for cosmetic indications. According to the patient, she was receiving treatment with sculptra in the last 13 years and never had any issues. On an unknown date, the patient had received first and second dose of pfizer covid-19 vaccine. On (B)(6) 2022, the patient received treatment with 6 vials of sculptra (lot: 1j8321), 3 vials to each side of posterior cheek area and a little into the nasolabial fold area (unknown injection technique and needle type). Two weeks after injection, in on (B)(6) 2022, the patient experienced inflammation (implant site inflammation) and was treated with a medrol dose pack [methylprednisolone] and the inflammation went down. Thereafter, the patient had developed 10-15 nodules (implant site nodule) in both cheeks of the size of the beads in a beanie baby. According to the patient, the sculptra had deformed (cutaneous contour deformity) 3/4 of her face. Her nodules shot out, went down and then shot back out again which was painful (implant site pain). The patient also experienced swelling (implant site swelling) on face and lost a bunch of weight (weight decreased). The patient experienced a mental health issue of anxiety (anxiety), literally screamed in pain, mental pain when she looked at herself in the mirror. She reported that it was either a bad batch of sculptra supplied, or events were due to the injector. The patient thought to contact the attorney. On (B)(6) 2022, the patient was treated with an injection of kenalog [triamcinolone acetonide] with lidocaine [lidocaine]. Post treatment, the nodules were decreased to about 6-7. On (B)(6) 2022, the patient was treated with another medrol dose pack as well as a kenalog injection. Additional treatments were given with kenalog injections on (B)(6) 2022, on (B)(6) 2022 and on (B)(6) 2022. The hcp had not seen the patient after the last treatment. According to the patient, she was treated with an unspecified pain medication, gabapentin [gabapentin] for pain and xanax [alprazolam] for anxiety since on (B)(6) 2022. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Inflammation was recovered/resolved. Deformed was not recovered/not resolved/ongoing. Painful was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Anxiety was not recovered/not resolved/ongoing. Lost a bunch of weight was not recovered/not resolved/ongoing.